Event description:
As reported by the end user in (B) (6), when physician was unpacking convenience kit he noticed that the seal on the sterile pouch was already opened. The physician discarded the convenience kit and completed the procedure with another kit. Given that the event occurred prior to the procedure, there was no impact on the pt.

Manufacturer narrative:
Although it has been stated that the sample was disposed of at the hospital, an investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B) (4).